Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated with in-house testing of retain lot w63289rb. No issues with troponini recovery were observed. Manufacturing batch records for lot w63289rb were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer alleged a variance between triage tni and siemens vista tni. Results are as follows: (B)(6). Per customers cut-off ranges for triage and vista, results were abnormal on both systems at 1200. The results at 1900 were "normal" for triage and "abnormal" for vista. Patient was diagnosed with type ii myocardial infacrtion due to sepsis in the presence of coronary artery disease. There was no delay in treatment due to the triage result and the triage result had no impact on patient outcome or care as the triage system had not been implemented at the facility during the time of testing.

Event description:
Customer alleged a variance between triage tni and siemens vista tni. Testing date and results are as follows: date: triage tni vista tni. (B)(6) 2018, roughly 1200 0.08ng/ml, 0.07ng/ml 0.20ng/ml. (B)(6) 2018, roughly 1900 <0.05ng/ml, <0.05ng/ml 12.00ng/ml. Per customers cut-off ranges for triage and vista, results were abnormal on both systems at 1200. The results at 1900 were "normal" for triage and "abnormal" for vista. Customer originally indicated that patient was diagnosed with type ii myocardial infarction due to sepsis in the presence of coronary artery disease. New information received from the customer stated the patient was not diagnosed with a myocardial infarction and the patient passed from sepsis. Customer provided the patients passing date as (B)(6) 2017. Customer reported the date of testing as (B)(6) 2018. The patient was deceased a month prior. The triage system had no impact on patient care or patient outcome.

Manufacturer narrative:
Investigation conclusion: the customers complaint was not replicated with in-house testing of retain lot w63289rb. No issues with troponini recovery observed. Manufacturing batch records for lot w63289rb were reviewed and found that the lot met final release specifications. Customer originally indicated that patient was diagnosed with type ii myocardial infarction due to sepsis in the presence of coronary artery disease. New information received from the customer stated the patient was not diagnosed with a myocardial infarction and that the patient passed from sepsis. This new information suggests the triage tni results were more consistent with patient diagnosis. Customer provided the patients passing date as (B)(6) 2017 and the date of testing as (B)(6) 2018. The patient was deceased a month prior to sample testing. The triage system could not have had any impact to patient care or patient outcome. Based on the information available, there is no indication of a product deficiency and no corrective action is required.